Event description:
The facility representative reported a pump with depleted batteries found during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and the depleted battery condition was confirmed (found in event history) due to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).